Event description:
Event description cpi received information that during an episode of ventricular fibrillation, this implantable cardioverter defibrillator (ICD) did not convert the patient's arrythmia.